Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported when the dermatome was used, it made a deep cut into the patient. Event occurred during surgery. No additional graft was needed. Patient required sutures to correct the cut. Short delay to complete the stitches.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, h10. Product review of the air dermatome serial number 110871 by flextronics on (B)(6)2020 revealed that the unit was not calibrated, the control bar needed to be replaced, and the unit was discolored. Repair of the device was performed by flextronics on (B)(6)2020 which included replacement of the vespel sleeve bearing, semi-circle shaft bearing, and control bar. The device, serial number 110871, was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source: foreign: (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported when the dermatome was used, it made a deep cut into the patient. Event occurred during surgery. No additional patient consequences were reported.